Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer chose to load a new cartridge independently and was advised to contact support if the issue occurred again.